Event description:
Philips received a complaint by the customer on the v60 indicating that the battery duration has become short. There was no patient involvement at the time the issue was discovered as the issue was found during periodical device checking. The device kept operating despite the issue. There was no reported delay in therapy, and there was no reported patient or user harm. The customer called technical support to report that the battery duration has become short. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the lot code of the defective battery was m63657-p1, and the defective battery more than 5 years old based on the date of manufacturing, which was 12/21/2015. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label.

Manufacturer narrative:
The customer called technical support to request a battery replacement as the battery duration has become short. The field service technician replaced the battery upon the customer's request, cleaned the device, performed running and functional tests, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.